Event description:
It was reported that a revision surgery was performed due to pain and discomfort.

Event description:
Revision surgery was performed due to aseptic femoral loosening and groin pain.

Manufacturer narrative:
The initial information supplied by the reporter of this incident indicated the device manufacturing site was smith & nephew, inc., (B)(4), USA as identified in this report number. New information has since been supplied which indicates the manufacturing site for the known devices in this case are smith & nephew orthopaedics, ltd., (B)(4).